Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('migration/perforation/left tube with essure coil malpositioned exiting the uterus and the tube about 2 centimeters from the cornua, not extended into the fimbria'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in a 38-year-old female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, eczema, premenstrual dysphoric disorder and amenorrhoea. Previously administered products included for an unreported indication: steroid infusion and serenol. Concurrent conditions included allergic reaction to analgesics (aspirin, azithromycin, ibuprofen, naproxen sodium) since (B)(6) 2012, rash, hives, abdominal pain and paratubal cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (novasure ablation and operative laparoscopy with removal of bilateral tubes and essure coils(salpingectomy), hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coils in place with nonfilling of the fallopian tubes.. Pathology test - on (B)(6) 2019: fallopian tubes, left and right (salpingectomy): two fallopian tube segments with patent lumens. One benign simple paratubal cyst. Essure coils (gross only). Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, pelvic pain. Lot number: a04528 manufacturing date: 2012/04 expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/left tube with essure coil malpositioned exiting the uterus and the tube about 2 centimeters from the cornua, not extended into the fimbria') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, eczema, premenstrual dysphoric disorder and amenorrhoea. Previously administered products included for an unreported indication: steroid infusion and serenol. Concurrent conditions included allergic reaction to analgesics (aspirin, azithromycin, ibuprofen, naproxen sodium) since (B)(6) 2012, rash, hives, abdominal pain and paratubal cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea") and device dislocation ("migration"). The patient was treated with surgery (novasure ablation and operative laparoscopy with removal of bilateral tubes and essure coils(salpingectomy), hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure coils in place with nonfilling of the fallopian tubes. Pathology test on (B)(6) 2019: fallopian tubes, left and right (salpingectomy): two fallopian tube segments with patent lumens. One benign simple paratubal cyst. Essure coils (gross only). Pregnancy test on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, pelvic pain. Lot number: a04528, manufacturing date: 2012/04, & expiration date: 2015/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- reporter was added. New event device migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/left tube with essure coil malpositioned exiting the uterus and the tube about 2 centimeters from the cornua, not extended into the fimbria') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, eczema, premenstrual dysphoric disorder and amenorrhoea. Previously administered products included for an unreported indication: steroid infusion and serenol. Concurrent conditions included allergic reaction to analgesics (aspirin, azithromycin, ibuprofen, naproxen sodium) since (B)(6) 2012, rash, hives, abdominal pain and paratubal cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea") and device dislocation ("migration"). The patient was treated with surgery (novasure ablation and operative laparoscopy with removal of bilateral tubes and essure coils(salpingectomy), hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coils in place with nonfilling of the fallopian tubes.. Pathology test - on (B)(6)2019: fallopian tubes, left and right (salpingectomy): - two fallopian tube segments with patent lumens. - one benign simple paratubal cyst. - essure coils (gross only).. Pregnancy test - on (B)(6) 2017: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, pelvic pain. Lot number: a04528 manufacturing date: 2012/04 expiration date: 2015/04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('migration/perforation/left tube with essure coil malpositioned exiting the uterus and the tube about 2 centimeters from the cornua, not extended into the fimbria'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, eczema, premenstrual dysphoric disorder and amenorrhoea. Previously administered products included for an unreported indication: steroid infusion and serenol. Concurrent conditions included multiple allergies (aspirin, azithromycin, ibuprofen, naproxen sodium) since (B)(6) 2012, rash, hives, abdominal pain and paratubal cyst. Concomitant products included butalbital; caffeine; paracetamol (fioricet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (novasure ablation and operative laparoscopy with removal of bilateral tubes and essure coils(salpingectomy), hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coils in place with nonfilling of the fallopian tubes. Pathology test - on (B)(6) 2019: fallopian tubes, left and right (salpingectomy): two fallopian tube segments with patent lumens. One benign simple paratubal cyst. Essure coils (gross only). Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.